Event description:
It was reported that the patient¿s previous system turned off the (B)(6) security door. The stimulator was turned off by the security door years prior to the date of this report. The device was replaced and it had not happened since. There was no issue with the current device. Further follow-up is being conducted. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).